Event description:
Additional information received from ts states that the device delivered therapy eight times resulting in exhaustion of therapy. No other adverse patient effects received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information be received this investigation will be updated.

Event description:
Boston scientific received information that there was a yellow alert for shock therapy delivered to convert the ventricular arrhythmia. Boston scientific technical services (ts) was contacted to discuss therapy delivered from the implantable cardioverter defibrillator (ICD). Two shocks had been delivered prior to the six shocks from the ventricular tachycardia (vt) configuration. Ts reviewed the episode and noted that the patient was in atrial fibrillation (af) and had a fast ventricular response that was going in and out of te vt configuration. The health care professional (hcp) mentioned that they would contact the patient to come into the clinic for further review. No other adverse patient effects reported.